Event description:
Additional information was received that the physician will to continue to monitor the patient due to the high shock impedance measurements, which are now believed may be due to a patient myocardium issue. The patient will come in for a follow up in 3 months to perform non-invasive programmed stimulation testing to evaluate the system integrity. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that high shock impedances of greater than 125 ohms on the transvenous have been detected by this implantable cardioverter defibrillator (ICD) for the past 2 months. At the time of the initial measurement, additional information was received from a boston scientific representative, stating that there was no device or connection issue, and the physician expected this is a patient myocardium issue and was not related to the device. However, recently boston scientific received information that due to continued high shock impedance measurements, the physician now alleges that the device may be involved with the high shock impedance measurements. No remedial action has yet been taken, and no adverse patient effects were reported.

Manufacturer narrative:
With current information. The device remains in service. No further information is available. This report will be updated if more information becomes available.